Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "pain", "burning", "swelling", "enlarged lymph nodes" and "rippling". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "pain", "burning", "swelling", "enlarged lymph nodes" and "rippling". Later healthcare professional reported "pain", "burning", "swollen/enlarged lymph nodes" and "capsular contracture baker grade IV". Patient later reported "fatigue or chronic fatigue", " cognitive dysfunction", "muscle aches pain and weakness", "hair loss", "dry skin, eyes, mouth, hair", "weight gain or weight loss", "easy bruising, slow healing wounds", "temperature intolerance", "low libido", "common autoimmune symptoms", "night sweats", "tingling or numbness in arms and legs", "estrogen/progesterone imbalance", "burning pain around chest wall or breasts", skin rashes", "frequent urination", "edema", "muscle twitching", "fevers", "dehydration", "insomnia", "temperature intolerance", "chronic inflammation", "cold and discolored hands/feet", "swollen/tender lymph nodes", "chronic neck/back pain", "photo-sensitivity", "premature aging", "nail changes", "foul body odor", "hypo/hyper thyroid symptoms", "hypo/hyper adrenal symptoms", "depression", "suicidal thoughts", "anxiety/panic attacks", "mood swings/emotional instability", "feeling like you are dying", "liver/kidney dysfunction", "sudden food intolerances/allergies", "headaches, dizziness, migraines", "shortness of breast / heart palpitations / chest pain", "slow muscle recovery after activity", "ringing in ears", "gastrointestinal / digestive issues", throat clearing/cough/difficulty swallowing", "symptoms/dx of lyme disease", "new or persistent infections", "metallic taste in mouth", "oral thrush", "smell/chemical sensitivities", "reoccurring sinus, yeast, uti, infections", "symptoms/dx fibromyalgia" and "skin freckling, pigmentation changes". This record is for the left side. The device was explanted.